Event description:
On (B)(6) 2016 the reporter (patient's daughter in law) contacted lifescan (B)(4) alleging that the lay user/patient's onetouch verio2 meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to confirm when the alleged issue first began, but stated that the subject device displayed a message indicating the patient was to use a new test strip. The reporter did not know how the patient usually manages her diabetes, or whether she made any changes to her usual diabetes management routine in response to the alleged issue. The reporter stated that the patient experienced symptoms of feeling nervous an unknown amount of time after the issue began and the reporter did not specify that the patient had received any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr was unable to resolve the issue. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop signs/symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.